Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the heartmate 3 system controller was confirmed via evaluation of the returned system controller. The reported event of a controller internal fault alarm was confirmed via the downloaded log files but was not reproduced during evaluation of the system controller. Visual inspection of the returned system controller, serial number (B)(6), revealed a red fluid on the backup battery ribbon cable. The system controller was then opened and revealed red fluid throughout the system controller. The red fluid is consistent with the reported exposure of the system controller to blood and saline. Due to the extent of the fluid ingress, no further product testing was performed. No atypical alarms or additional issues were produced. On (B)(6)2000 from 00:37:40-00:37:43, 00:37:48-00:37:51, on (B)(6)2000 00:00:32-00:00:35 and 00:00:37-00:00:47 per timestamp, the downloaded log file captured controller internal fault alarms due to analog-to-digital (a2d) and controller voltage common collector (vcc) fault flags. The alarms briefly resolved three times at 00:37:48, 00:00:31, 00:00:36 per timestamp after the system controller was reset. The alarms resolved for the remainder of the log file after the system controller was reset for the last time on (B)(6) 2000 00:00:47 per timestamp. There were no other notable events captured in the log file. The provided information indicated the bag that contained the system controller flooded with blood and saline for unknown reasons. A root cause for the fluid ingress was not conclusively determined through this analysis. A root cause for the controller internal fault alarm was not conclusively determined through this analysis; however, the fluid ingress in the system controller likely contributed. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in liquid. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all system controller alarms including controller fault alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that preparation of the pump and system controller went as per protocol during implant procedure. The sterile controller was placed together with modular cable in a sterile bag at the operating room table after test run as usual. Due to unknown reasons, the bag was flooded with blood and saline. The controller was extracted but started alarming with controller internal fault after a short while. Since the modular cable was submerged as well, both components were exchanged. The patient was not affected since controller and modular cable were not connected to the pump yet.